Manufacturer narrative:
Investigation still underway.

Event description:
It was reported by service report that the cot tilted sideways and almost dropped the pt. There was pt involvement and adverse consequences were reported.